Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said their healthcare provider (hcp) removed their neurostimulator, but left the lead wires in, due to not having therapy relief.